Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information although a temporal relationship exists between the liberty cycler set and the reported adverse event of peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler set and the adverse event of peritonitis. Additionally, there is no allegation or indication any fresenius device(s) malfunctioned or failed to perform as expected. There is however a probable association between the reported adverse event and a breach in aseptic technique during therapy as reported by the pd nurse.

Event description:
A follow up call with a peritoneal dialysis (pd) patient on an unrelated event revealed the patient was diagnosed with peritonitis on (B)(6) 2017. Upon follow up the patient¿s pd nurse reported a peritoneal effluent fluid culture was collected on unknown date and the results were positive for coagulase negative methicillin resistant staphylococcus. The patient did not require hospitalization and was treated with vancomycin (dosage, route, frequency and duration unknown) from (B)(6) 2017 to (B)(6) 2018. The pd nurse reported that the cause of peritonitis was due to touch contamination. The patient is recovering from this event and is continuing with pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.